Manufacturer narrative:
Troubleshooting efforts were made with olympus technical assistance center (tac) and the customer was instructed to follow the quick reference guide on the e216 (scope communication error). The customer later called back advising that cleaning a dusty connector on the clv-190 has resolved the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source displayed an error code e216 (scope communication error code). It was also reported that the image was lost when the scope was bumped. The issue occurred during an endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction to g2 for information inadvertently left out of previous report. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.